Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery the shunt sensor leaked. A <1cc blood loss. Product was changed out. Surgery was successful.

Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was visually inspected and pressurized, and a leak was observed at the thermowell; however, no leak was observed at the blue vent cap. A review of the device history record revealed no anomalies. This unit was sufficiently cured and sealed to pass through a 100 percent leak test. The root cause, a leak from the thermowell position resulting from stress, was identified to be shipping and handling paired with the coupling of the sensor to the bpm head. (B)(4).